Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the product label in which product details was mentioned and verified with tw details. The outer shelf carton label indicates that the kit includes several items, including a 3ml syringe on the labeling of the broviac repair kit. However, an orange sticker on the same packaging explicitly states ¿does not include syringe 3ml". The investigation is confirmed for the reported inaccurate information issue as the outer labeling did not represent the contents of the kit correctly. The root cause was determined to be packaging related. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was conflicting information on the labeling of the broviac repair kit. The outer shelf carton label indicates that the kit includes several items, including a 3ml syringe. However, an orange sticker on the same packaging explicitly states does not contain 3 ml syringe.¿ this discrepancy was discovered before use, upon opening the kits. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was conflicting information on the labeling of the broviac repair kit. The outer shelf carton label indicates that the kit includes several items, including a 3ml syringe. However, an orange sticker on the same packaging explicitly states does not contain 3 ml syringe.¿ this discrepancy was discovered before use, upon opening the kits. There was no patient contact.